Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor of ophthalmology reported an unexpected postoperative refraction of two diopters following an intraocular lens (iol) implant procedure. The patient is unhappy. The lens remains implanted.